Manufacturer narrative:
Retainer = black. Device was returned for pump error 23 alarm and unresponsive keypad. The following were noted during visual inspection: scratched case, cracked select button keypad overlay, and pillowing keypad overlay. Device passed the sleep current measurement, active current measurement, self test and displacement test. Successfully downloaded the trace/history files using thus. All buttons are functioning properly. The test energizer battery was removed from the battery compartment and reinserted after 60 seconds, less than 10 minutes, and more than 10 minutes. Device powered up properly after insertion of the battery. Performed a safe shut down of the pump and then powered the pump back on. No unexpected pump error 23 alarms noted during testing. A review of the history files shows the battery was removed five (5) times on 07/26/2021 between 09:49 and 10:38, six (6) pump error 23 alarms on 07/26/2021 between 10:04 and 10:38 and four (4) battery out limit (power loss) alarms on 07/26/2021 between 10:32 and 10:39. Pump error 23 alarm is not confirmed. All buttons function properly, unresponsive keypad is not confirmed. Device passed all required testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had post-reset ram crc alarm. The customer stated that insulin pump told them to calibrate and would not let him clear out the message and error occurred. Customer stated that no buttons were responding. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.